Manufacturer narrative:
Investigation results: visual investigation: the tibial component arrived in a clean status with no bone cement adhesion. The femoral component arrived with bone cement residues adhesion. The gliding component arrived in a clean status with visible damage. The investigation was carried out visually and microscopically. The available tibial component and femoral component show no abnormalities or serious visible damages. There are only bone cement residues on the femoral component in the current situation. The are no bone cement residues on the tibial component. The gliding component shows visible damage, marks and scratches. Based on the current information, a clear conclusion cannot be drawn. There are no hints for a material problem. It could be possible that there were problems with the cement technique. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure.

Event description:
Associated medwatch-reports: 9610612-2021-00449 ((B)(4)+ nx051k) and 9610612-2021-00450 ((B)(4)+ nx009k). Involved components: nx110 - vega ps gliding surface t1/1+ 10mm - (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx009k - vega ps femoral component cemented f4n l. According to the complaint description, early loosening occurred postoperatively. The patient complained of pain after two years; x-rays were taken due to the symptoms prior to three years later. Initial implantation in 2017; reoperation in (B)(6) 2021 due to early pain symptoms resulting from loosening of the tibial endoprosthesis. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00449 ((B)(4) + nx051k). Involved components: nx110 - vega ps gliding surface t1/1+ 10mm - 52206779.